Manufacturer narrative:
The reported difficult or delayed positioning-leaflet grasping and poor imaging could not be replicated in a testing environment as it was related to procedural conditions (operational circumstances). The reported difficult to open or close-gripper arm raising-inability could not be replicated in a testing environment due to the condition of the return device (clip was not returned; gripper line was broken). Additionally, return device analysis observed bent gripper line and corroded actuator coupler. The broken pieces of the gripper line were submitted to the scanning electron microscopy lab (sem) for analysis to investigate the failure mode of the broken part of the gripper line. From this analysis, it appeared that the this portion of the broken gripper line broke in tension at a bend in the line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on this information, the reported leaflet grasping issue appears to be due to challenging patient anatomy. The reported gripper line break resulting in gripper line raising inability issue and poor imaging appears to be due to procedural circumstances. The patient effect of foreign body in patient appears to be a cascading event of gripper line break. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and surgical procedure were a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report foreign body, intervention, break, difficult to open, surgery. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. Noted enlarged atrium and thin leaflets and difficult visualization due to imaging quality. One clip was successfully implanted without issue. The second clip delivery system (cds) (00513u120) was advanced to the mitral valve and there were several grasping attempts without success. After several attempts it was impossible to raise the grippers. Troubleshooting was performed but the gripper line ruptured. The physician wanted to change the cds but the clip arms could not be inverted due to the lowered grippers. It was decided to place the clip in the lateral commissure. The third cds was implanted, reducing mr to 3. The patient was sent to cardiac surgery and received surgery. No additional information was provided.